Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("frequent untimely right-sided pain/pelvic pain") and genital haemorrhage ("bleeding") in a female patient who received essure (batch no. D35376). The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the patient experienced procedural pain ("very painful placement in the right fallopian tube, peri-operative pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("intense pelvic pain during each menstrual cycle (lasting 10 days)"), menorrhagia ("hemorrhagic menstrual periods (+++++)"), dyspareunia ("pain during intercourse"), back pain ("lumbar pain, non-gynaecological pain") and muscle contracture ("muscle contractures"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haematoma ("haematoma") and abdominal pain ("abdominal pain"). The patient was treated with analgesics and antiinflammatory/antirheumatic products. At the time of the report, the pelvic pain, genital haemorrhage, procedural pain, dysmenorrhoea, menorrhagia, dyspareunia, back pain, muscle contracture, haematoma and abdominal pain outcome was unknown. The reporter provided no causality assessment for pelvic pain, genital haemorrhage, procedural pain, dysmenorrhoea, menorrhagia, dyspareunia, back pain, muscle contracture, haematoma and abdominal pain with essure. The reporter commented fallopian tube inserts placed without anesthesia. She takes take analgesics and anti-inflammatory treatments (unspecified) regularly. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number d35376 (production date 03-dec-2014, expiration date 28-dec-2017). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: report from consumer: she experienced multiple symptoms, including non-gynaecological pain. New events "bleeding, haematoma, abdominal pain" added. She takes analgesics and anti-inflammatory treatments (unspecified) regularly. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority. It refers to a female consumer who had frequent untimely right-sided pain/pelvic pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding are highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer's medical history or concurrent conditions was provided. Nevertheless, given the nature of the reported events and in the lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, due to the serious injury reported (according to the consumer she required chronic use of analgesics and anti-inflammatory medications due to her symptoms). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
On (B)(6) 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.